Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6), phone number: (B)(6). Block h6: imdrf device code a0902 captures the reportable event of inaccurate gauge reading.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was prepared for use during a procedure performed in an unknown date. During the preparation, the gauge of the alliance ii inflation syringe was pressurized, and it was noted that the needle did not move when tested. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0902 captures the reportable event of inaccurate gauge reading. Block h11: investigation results- the returned alliance ii inflation syringe was analyzed, and a visual inspection found no physical damage of the device. Functional evaluation found that the syringe was filled with water and pressurized to 10 atm for 30 seconds and reads accurately. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of gauge reading inaccurate was not confirmed. No damaged was found with the device. The syringe was filled with water and pressurized to 10 atm for 30 seconds and reads accurately. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was prepared for use during a procedure performed in an unknown date. During the preparation, the gauge of the alliance ii inflation syringe was pressurized, and it was noted that the needle did not move when tested. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event